Manufacturer narrative:
The manufacturer previously reported a third party service center replaced an internal battery. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance.

Manufacturer narrative:
The device was received by the manufacturer and forwarded to a factory authorized service center for repair.

Event description:
The manufacturer received information alleging a ventilator's internal battery was not charging. The ventilator was not in use. The ventilator was sent to a third party service center for evaluation. During the evaluation of the device at a third party service center, "service required" codes were observed. The device's internal battery was replaced to address the issue.